Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2010. Following the procedure, the patient was totally dry, but was well until she abruptly developed recurrent stress urinary incontinence and the same voiding symptoms. The patient was noted to have recurrent urethral hypermobility on examination. The patient was emptying well. The patient had a small linear exposure of the mesh just to the right of midline. The patient was prescribed vaginal estrogen to treat her atrophic vaginitis. The patient had not healed and was scheduled for surgery. Additional information has been requested.